Event description:
The user of vip 6 tissue processing system had the hair of her right hand singed by an alcohol flame when she opened the retort lid on the instrument upon completion of a cleaning cycle. The alcohol flame was the result of alcohol vapors in the warm retort chamber being ignited by an electrostatic discharge as the lid was opened. The user reported that the relative humidity in the lab was approx. 20%, that she had experienced electrostatic discharges, and that the lab was using a humidifier at the time of the incident in an effort to increase the relative humidity. The vip 6 operating manual states that the instrument has operating environmental requirement of greater than 30% relative humidity.

Manufacturer narrative:
The unit involved in the incident was fully tested for both mechanical and electrical specification conformity by sakura finetek USA. The unit was found to be operational and functioning within specs. The unit was determined to be safe for operation. The investigation determined the user was statically charged to a significant level when she opened the retort lid, that following the cleaning cycle the air inside the retort can contain residual alcohol vapors; and that an electrostatic discharge occurring when the retort lid was opened would be sufficient to ignite the vapors. It is well known that humidity itself has an effect on electrostatic discharge. Studies have shown that when the relative humidity is greater than 50% it is difficult to create a discharge of more than 2000 volts from a human, however, at a relative humidity of 5%, an electrostatic discharge from a human can easily exceed 15,000 volts. (Esd from a to z; electrostatic control for electronics, kolyer, john m.; watson, donald e., van nostrand reinhold, new york, ny, 1990). The humidity requirement stated in vip 6 operator¿s manual is not intended to prevent electrostatic build up and discharge, rather, it is intended to reduce the voltage level of any discharge and facilitate the discharge of any static-electric buildup through the atmosphere rather than through arcing to another object. When the system is used as intended and within the specifications stated in the operator¿s manual, the system is safe.